Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer dialed in remotely and verified there were no failures. Watched multiple nurses pull medications from machine with no issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failure. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.